Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/20/2017. Device returned to manufacturer ¿ yes. Device evaluation : the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that 0 similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 17.5 diopter intraocular lens (iol) was explanted from a patient's left eye due to an unexpected post-op refraction result. This patient was a high hyperope and has dry eye so a lasik could not be performed. The lens was replaced with the same model iol with a higher diopter. There was no incision enlargement, no vitrectomy, no sutures required. There was no postop issues. As stated by the doctor, this is not a product issue just a refractive surprise. No further information was provided.